Event description:
As reported by the affiliate, the guidewire was damaged during the removal from the introducer. The guidewire "decapers/uncrimps" at its end (at the tip). This occurred during a cardiovascular surgery. There was no resistance/friction experienced with the sheath. The wire had been prepped according to the IFU. No consequences to the patient - another like device was used.

Manufacturer narrative:
Upon further review, this complaint does not meet the criteria for medical device reporting. It has been determined that the description of the guidewire described an unraveled/stretched condition as opposed to the delaminated condition reported in the initial medwatch. Unraveled/stretched is not a reportable malfunction for guidewires; therefore, it has been deemed not reportable. No further reports will be forthcoming at this time.

Manufacturer narrative:
The device is available for analysis, however, it has not yet been received. A device history record (DHR) review was conducted and the product met quality requirements for product acceptance. Additional information is pending and will be submitted within 30 days upon receipt.